Event description:
Dr. Applied skull pins to patient's head in a mayfield headrest. While applying pins, the doctor states that "the tensioning device is not releasing." He immediately pulled the skull pin out of the patient's head and ordered a stat skull CT. There was a small amount of bleeding noted from the right side of the patient's head. Pt was taken to CT under anesthesia with a nurse, anesthesia, and patient care assistants. CT revealed a skull fracture at pin site.